Event description:
Customer called to report that the probe wipe of the coulter ac.t diff analyzer had leaked fluid. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) assisted customer with troubleshooting the issue by instructing customer to first clean the probe wipe, then to bleach the tubing through the probe wipe and through valve 8. The cts then instructed customer to test the leak issue by running an air blank, but the leaking continued. The cts then instructed customer to replace the air filter and adjust the vacuum. The cts generated a request for onsite service. The field service engineer (fse) could not duplicate the probe wipe leak issue. The fse noticed issues with the vacuum reading and replaced the vacuum regulator. The fse then verified proper instrument performance to ensure that the troubleshooting instructions provided by the cts and performed by customer effectively resolved the instrument issue.

Manufacturer narrative:
The root cause for the leak is unknown. It appears as though the cts assisted customer in resolving the issue with the troubleshooting instructions provided via telephone prior to the service call. Customer has not called back to report any further issues relating to this event. (B)(4).